Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturer's representative (rep) reported that she did not recall any information about the return of symptoms but the pocket needed to be revised due to it being too large and device movement in the pocket. The rep was not sure about the end of service (eos) because of the results she encountered when she tried to read the device. The troubleshooting done was that they tried to read the device with the clinician programmer for estimated life of battery but the test was inconclusive. The device was replaced and disposed of. The troubleshooting done was that they tried to read the device with the clinician programmer for estimated life of battery but the test was inconclusive. The pocket revision resolved the issue and the patient was received effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a representative regarding a patient who was having a revision/replacement with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was because the battery estimate on the clinician programmer was providing a specific number instead of range. The event being reported was ins (stimulator) pocket issue. Caller stated that they were performing a pocket revision for the patient on day of report. The patient's symptoms had been returning as well so they suspected that the battery was near eos (end of service). The caller disconnected before details for the events could be obtained. The revision had been scheduled for (B)(6) 2015. Unknown if the patient recovered completely. Symptoms reported was a return of symptoms. Event date was not asked. Additional information was being requested from the representative regarding reason for pocket revision and when symptoms return. Follow will be submitted if additional information is received.